Event description:
While using the 5 mm trocar, a hair was found inside of the product. Manufacturer response for laparoscopic trocar 5mm, ethicon (per site reporter): they will pick up device for evaluation.